Manufacturer narrative:
Follow-up #1: date of submission (B)(6). Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: unexplained power on resets observed in the black box. Battery compartment and returned battery cap contain no damage. Returned battery cap is able to fully tighten to the pump until resistance is met and no yellow o ring is visible. No power interruptions were duplicated during 24hr duration test using the returned battery cap. The returned battery cap measurements are within specifications. Removal of the pump cover showed no evidence of internal moisture. A single component was found detached from the printed circuit board and loose inside the pump. The complaint was confirmed in the black box but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue: pump is continuously resetting. There was no indication that the product caused or contributed to an adverse event this complaint is being reported because the issue was not resolved with troubleshooting and changing the battery cap.